Event description:
It was reported to globus that a pt had bent over to pick something up, and heard a "pop". Pt had x-rays taken and it was confirmed the left l2 screw had broken. A revision surgery has been scheduled but has not yet occurred.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval, and a thorough investigation could not be completed as no part number or lot number was provided. It has been reported pt will undergo a revision surgery on (B)(6) 2014. Globus will provide a supplemental report when additional info is obtained.